Event description:
It was reported that during primary left knee surgery, the #4 express cutting block broke, leaving the peg stuck in the patient's leg temporarily. Peg was removed with a pair of plyers and surgery was completed without any delays.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as an unknown #4 express block 4 in 1 cutting jig. When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
Device not returned. A review of the device history and complaint history could not be performed because the device associated with this event was not returned nor was a valid lot code provided. Visual, dimensional and functional analysis could not be performed as the device was not returned. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that during primary left knee surgery, the #4 express cutting block broke, leaving the peg stuck in the patient's leg temporarily. Peg was removed with a pair of plyers and surgery was completed without any delays.